Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the surgical intervention may be pending to replace the patient's ipg. No further information is known at this time.

Manufacturer narrative:
The event of ipg replacement scheduled was reported to abbott. The patient has been unresponsive to follow up attempts by phone, post card sent. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.